Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd is blank black. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board will need to be changed. This unit also came in with physical damage to the touchscreen. Recommended that it be changed as a non-warranty repair. Emailed estimate to the customer requesting po for the repair cost of (B)(6). Waiting for their reply. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) lcd is blank black.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) lcd is blank black. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board will need to be changed. This unit also came in with physical damage to the touch screen. Recommended that it be changed as a non-warranty repair. Emailed estimate to the customer requesting po for (B)(6). Waiting for their reply. The customer approved the repair cost and the device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.